Manufacturer narrative:
Batch review performed on 28-mar-2023: lot 155562: (B)(4) items manufactured and released on 02-feb-2016. Expiration date: 2021-01-11. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 6 years and 5 months after the first revision surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (14mm) with a thicker one (17mm) and the surgery was completed successfully. During the first revision surgery, the patient was revised from competitor components to medacta gmk revision system.